Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure (fluid damage).

Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd module with drive pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd module with drive pcb. In addition, our technician confirmed that the control body fluid damage, the u/d and the r/l pulley wires fluid damage, the lcb (light carrying bundle) fluid damage, the ccd drive pcb fluid damage, the ultrasound connector body fluid damage, the electrical pin connector fluid damage, the junction case broken, the us connector cable (long) compressed (short in length), the light guide cable buckled, the suction channel buckled, the lg prong corroded, the lg connector corroded, the jet socket cut, the us connector casing scratched, the insertion flexible tube worn out, the angle wire hard to move, and the segment steel braid rupture; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.